Event description:
On (B) (6) 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ping meter does not turn on. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with self-adjusting insulin. The pt developed "hyperglycemia" symptoms 5 hours prior to the onset of the power issue. The power issue began on (B) (6) 2009 at noon. The pt administered self-treatment with 3 units of humalog in addition to the 2 units of his usual dose. The pt did not test on any other devices at the time of concern. During troubleshooting, the customer care advocate verified that there was no product misuse and the meter powers on with the power button. However, the meter will not power on with the test strip inserted. This complaint is being reported due to the alleged power issue. The pt's symptoms preceded the onset of the reported issue. There is no evidence the pt received inappropriate treatment. Hence, there is no evidence that the pt suffered a serious injury due to the reported issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.